Event description:
It was stated that the customer was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 400 mg/dl. The caller stated that the customer experienced vomiting and dehydration as well. The caller also stated that the customer fell and broke her wrist prior to the hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.